Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was confirmed due to a damaged and bent power supply connector. The root cause for the damaged power supply connector was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger was unable to power on.